Event description:
As access sheath used during a cystoscopy procedure was found to be broken after use. The tip of access sheath (a white plastic) was noted to be broken in half. As surgeon was placing pieces back together, plastic was deteriorating in his hand. All pieces appeared to be present. Surgeon stated that he completely washed out bladder after incident. Diagnosis or reason for use: cystoscopy, right ureteral stone. "Event abated after use stopped or dose reduced: yes."